Event description:
New information received noted that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing.

Manufacturer narrative:
Section b3 - date of event and section d10 - therapy date: the date of event and therapy date was reported as an estimate as follow: ¿mid november¿

Event description:
It was reported that the patient's right ventricular (rv) lead was found to have insulation damage. The insulation damage was confirmed by visual examination. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.